Manufacturer narrative:
The customer replaced the thumbwheel screw, root retention plate, foot kit, and cpu (central processing unit) cover tray to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device would not mount to the roll stand properly. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer requested replacement thumbwheel screw, root retention plate, foot kit, and central processing unit (cpu) cover tray. The remote service engineer (rse) provided the customer with the requested part numbers to order and replace.